Event description:
It was reported that the user observed fluid leaking from the pump during pressing and holding, and the user replaced supplies and resumed use; the event is consistent with a device leak involving the reservoir component. Investigation of this case revealed evidence consistent with a seal leakage associated with a leak or splash event localized to the reservoir component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.